Manufacturer narrative:
Approximate age of device - 1 year, 3 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had redness around percutaneous lead (driveline) exit site which was extending to lower abdomen. The patient admitted on (B)(6) 2018 and received treatment with parenteral vancomycin. The would cultures were negative. A CT was negative for fluid collection. No additional information was provided.

Event description:
Additional information: additional information was received indicating that per the patient, the dog had jumped on the sterile field during the dressing change. Redness was noted right after. Attempts to get cultures locally were unsuccessful. Treatment with vanco was initiated. The patient was noted to have abdominal wall cellulitis around the lvad percutaneous lead (driveline) site which improved with antibiotic treatment. Wound culture negative.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.